Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2020-00091.

Event description:
Patient revised on (B)(6) 2020 due to dislocation from fall approximately 7 months after primary surgery. Surgeon explanted 135/145 36/+3 standard humeral cup and replaced it with a 135/145 36/+9 stability humeral cup.